Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had sprung. The physician also noted that the catheter exhibited signs of heat-related performance degradation, potentially affecting its positioning or maneuverability. Pericardial effusion was also noted. The device was removed and replaced during the procedure on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted that the lp showed no capture during mapping. Effusion was suspected after the implant was finished and the patient was in recovery due to a drop in blood pressure. The patient was brought back to the lab that night and 250 ml of fluid was removed via pericardiocentesis. The patient was discharged the following day.